Event description:
It was reported that three days post-procedure, atrial fibrillation (af) was confirmed. It was also reported that approximately one-month post-procedure, at outpatient visit, af was confirmed again. Two months, post-procedure af burden was noted as 10%, with swelling. Four months post-procedure, an echocardiogram (egm) evaluation revealed worsening of tricuspid regurgitation (tr) from 3 degrees to 4 degrees. Initially, it was thought that the af was due to atrial pressure, but because the tr had worsened per the egm evaluation, the patient was referred for surgery. During the surgery a tricuspid septal apex rupture was confirmed. A tendinoplasty via lateral thoracotomy was then performed. It was suspected by the physician that the chordae tendineae of the septal apex were damaged, during the initial procedure, of the tricuspid valve passage using the delivery guide catheter. The physician also believed that the tricuspid chordae tendineae might have been weak due to atrial hypertrophy of the tr that occurred three times prior to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the presence of atrial fibrillation has not been confirmed at the pre-implantation stage. The physician commented that it is unknown what caused the event. It was also reported that biatrial hypertrophy was confirmed, and the patient was indicated as acquired.